Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, toe amputation and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on an unspecified date. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. The patient was unclear on pod and controller set up guidance, leading to improper set up and a hyperglycemic event. The patient was subsequently hospitalized for 2 months. The patient required a 4-month recovery period due to an infected toe, which the patient alleged was due to hyperglycemia. The toe was subsequently amputated. The patient was discharged on an unspecified date.